Manufacturer narrative:
E1. Initial reporter email updated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. Microscope inspection found that the fiber tip was slightly degraded. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU stated: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber blew. The procedure was completed with another fiber and use a new debris shield without patient complications. Analysis of the returned device identified a connector fractured.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber blew. The procedure was completed with another fiber and use a new debris shield without patient complications. Analysis of the returned device identified a connector fractured.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. Microscope inspection found that the fiber tip was slightly degraded. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU stated: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.